Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device unexpectedly stopped responding and displayed a fatal error that occurred on the underlying data source. A field service engineer confirmed that the network was online and could not log in through an application. The administrator was accessible and contacted a technical support specialist and an agent took ownership of the case. A technical support specialist performed full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding and displayed fatal error occurred on the underlying data source. The customer stated that there was no delay to the patient workflow as user was able to remove medication from another station. There were no adverse events or injuries reported based on this incident.